Event description:
Patient tracking received a tracking form through email reporting a revision surgery. The reason for revision surgery was stated to be that the patient's pump was flipping, resulting in the catheter becoming tangled. The revised catheter portion was discarded. Additional follow-up with the local agent covering the issue confirmed that the patient had experienced a lack of pain relief as a result of the pump flipping. The cause of the flipping was stated to have been unknown. The agent reported that a plastic surgeon was present at this revision surgery and used mesh to help prevent any further flipping in the future.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. The agent covering the issue stated that the cause of the pump flipping was unknown. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).